Event description:
It was reported that an alert for high, out of range hv lead impedance was received through remote transmission. In clinic, no noise was observe with provocative testing. Programming changes were made and a successful dft was performed. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.